Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the drawer was out of the railing and could not be closed. A field service engineer adjusted the rail and successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer that was off its railing and could not be closed. The customer reported that the malfunction took place when the user was tried to dispense the medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.